Event description:
It was reported that a lead integrity alert (lia) was triggered due to low impedances on the right atrial (ra) lead, which led to a polarity switch from bipolar to unipolar. Ra lead impedances were lower in bipolar than unipolar. It was further reported that several high rate episodes were triggered due to oversensing of noise. The patient also reported occasionally feeling pocket stimulation. The polarity was switched back to bipolar and hte lead monitor was reprogrammed to monitor only. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) 2010 (B)(6). (B)(4).